Event description:
It was reported by clinic through remote monitoring and in-person appointment, the atrial lead exhibited noise over sensing with mode switch resulted in pacing inhibition. The atrial was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.